Event description:
It was reported that the patient experienced hypoglycemia after administering long-acting insulin while continuing to use the ilet, resulting in a blood glucose nadir of 55 mg/dl for approximately 30 minutes; the patient self-treated with oral carbohydrates and received troubleshooting and education to discontinue concurrent long-acting insulin while on ilet. Symptoms included symptomatic hypoglycemia requiring carbohydrate intake. Outcomes included transient reduced activities of daily living with no medical intervention, no ketone testing, and no hospitalization. Investigation included complaint handling with user interview and product-use review. Investigation of this case revealed use error related to external insulin administration while the ilet remained in use. It was concluded that the device functioned as designed and that user-related therapy overlap contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.